Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient under went aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled and a mainbody and two iliac legs were placed and the final confirmatory angiography showed type IV endoleak from the part between the third stent and the limb of the mainbody. It became better by additional placement of a body extension but still persisted. The physician decided to take a wait and see approach. The patient's condition is unknown as not provided by reporter. Images and act level will be provided.